Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): the full 6935-75 lead was returned, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. It was noted that there was blood on the distal conductor of the lead and it was obstructed, the helix of the lead was extrinsically bent, the helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract and visual summary analysis of the lead indicated damage at implant. Concomitant products: 5568-53 implantable pacing lead 2013 (B)(6); (B)(4) implantable biv defibrillator 2012 (B)(6). (B)(4).

Event description:
It was reported that both the right atrial (ra) and the right ventricular (rv) leads had high capture thresholds and no sensing. It was also reported that the patient has had multiple macro and micro dislodgements involving multiple leads since the original implant. The ra and rv leads were removed and replaced with a rv lead for a single chamber system. No patient complications have been reported as a result of this event.